Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they head a lead implanted in their neck and were worried about the side effects they were experiencing including: migraines, blurred vision in the right eye, and shooting pains in the right side of their head when they moved their neck a certain way. It was noted the consumer never had migraines before, but if they massaged the wire in their back down, it seemed to get rid of them. An x-ray was performed which confirmed the lead had moved. It was unknown what led to this event. The consumer was currently waiting to hear from the doctor for further interventions/actions so the issue was not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.